Event description:
Full trauma came in to the adult ed, pt was placed on the tv100 after being bagged initially. After settings and pt were settled ventilator monitoring showed fio2 was not reaching set fio2 of 100%. Fio2 was only reading 60-62%. Pt was then switched over to hamilton c6 and all readings appropriate. Manufacturer response for transport ventilator, tv100 (per site reporter).